Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in thailand. It was reported that the error message ¿b temp¿ occurred on the rotaflow console. No more information provided. More information requested but still pending. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in thailand. It was reported that the error message ¿b temp¿ occurred on the rotaflow console. It was noticed before use. No harm to any person has been reported. The reported failure ¿b temp¿ could lead to the pump stop therefore, a report is required. A getinge service technician investigated the rotaflow console s/n (B)(6) and could confirm the reported failure. The battery pack with fuse (material#701017188) has been replaced. The reported failure "b temp error" can be linked to the following most possible root causes according to our risk management file - heat accumulation - defect battery - device used out of specification - charging of battery. The review of the non-conformities was performed on 2024-11-21 and during the period of 2017-04-07 to 2024-11-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2017-04-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 3.3.4 if the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.